Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose levels of 169mg/dl on (B)(6) 2026. The high blood glucose event lasted greater than four hours. The patient received treatment with insulin and changed the infusion set, and the event resolved. The cause of the event was not known. No further information is available.